Event description:
During plasma exchange for myasthenia gravis, hypotension (120/80 to 80/50mmhg) occurred and patient felt cold and chest pain, 30-60min after start of blood circulation. Treatment was terminated prematurely and intravenous fluid was give to the patient. Patient was observed in (B)(6). Patient had heart attack next day but recovered without sequelae.

Manufacturer narrative:
The used product was not available because the product was disposed in the healthcare facility. So we reviewed manufacturing records, quality records of lot #vxyhyq. As a result, no abnormality was found in records. Hypotension, chest pain and chill are listed in IFU as warning. Relationship between the device and occurred incidents is likely especially for three foreseen adverse events. But myocardial heart attack, which occurred next day, is not listed in IFU. It is difficult to identify the cause of heart attack. It might occurred in part or in total related to the patient's physiology. This incident occurred in (B)(6) and is reported to FDA and (B)(6) according to their requirement.